Event description:
Boston scientific neuromodulation (bsn) received information about an event on (B)(6) 2017 that would have been reportable under 21 cfr 803, medical device reporting within our complaint system. The information received stated that the patient's medtronic ipg stopped working and the patient would undergo a replacement procedure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).